Event description:
It was reported through a journal article that one patient in the cemented group underwent a revision approximately 11 years and 3 months post-operatively due to wear of the bearing surface and subsidence of the tibial component, resulting in tibial loosening and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: apr 29, 2025, article accepted. D4: attempts have been made to gather all product identification information and no further information has been provided. G2: literature - to cement or not? Ten-year results of a prospective, randomized study comparing cemented versus cementless total knee arthroplasty olson, nicholas r. Et al. The journal of arthroplasty, volume 40, issue 10, 2630 - 2636 https://doi.org/10.1016/j.arth.2025.04.076. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6 no product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.